Manufacturer narrative:
Upon investigation, the device successfully passed cavity integrity assessment (cia), ablation tests, deployment block, pressure test, and resistance data tests. The product performed as intended during laboratory testing. There were no visual imperfections found with the array. Reported observation was not reproduced. Every disposable device is inspected to ensure complete functionality prior to final release. This observation will be monitored and trended.

Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
It was reported that after the ablation, the physician viewed the patient cavity and noticed a uterine perforation and damage to the small bowel. Ultimately, a hysterectomy and bowel resection were performed as a result. Attempts to gather additional information have been unsuccessful.